Event description:
It was reported that a patient underwent a c-section on (B)(6) 2023 and suture was used. During the procedure, the suture broke. The procedure was delayed by 20 minutes. Another like device was used. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any change in the patient¿s post-operative care due to the prolonged procedure? There was no change in patient outcome, other than prolonged surgical time. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? There was no unexpected outcome as a result of prolonged surgical time. In event description indicates "were fragments generated? Yes," could you please clarify if the patient suffered from any signs or consequence due to the issue? Please provide more information. Fragment generated was- broken piece of suture. First two broken suture surgeon had discarded, but 3rd they have preserved for the complaint. What is the lot number? Lot number is t2007. Note: events reported via 2210968-2023-00801, and 2210968-2023-00802.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 6/21/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. The functional testing was conducted on the returned devices. The returned samples determined that it was received three unopened samples that pertain to the product code nw2777p. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-00800, 2210968-2023-00801, and 2210968-2023-00802.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.